Manufacturer narrative:
This report is filed on march 29, 2019.

Event description:
It was reported that the surgeon was cleaning the radical cavity of the middle ear and accidently dislodged the implant. The patient was re-implanted on march 3, 2019 with a new device.